Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 3.6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. Unfortunately, no other information was provided.

Event description:
The lay user/patient contacted lifescan alleging the meter begins the countdown too early. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the reason for explant was learned. Additional requests have been made for the operative report, however, a copy of the operative report was not provided. The device is not being requested, as it was learned that the patient had an infectious disease (endocarditis). The device history record review is in process.